Event description:
A pt generated initial and repeat reactive results on auszyme monoclonal and confirmed positive for hbsag. The pt received dialysis a few weeks later and subsequent testing on auszyme monoclonal generated negative results.